Event description:
It was reported to target that during an elective embolization of an ant. Communicating artery aneurysm, after a catheter was placed, a gdc-10 3d coil was deployed with some difficulty. While deploying the 2nd coil, it became difficult to push through the catheter. Attempt to withdraw the coil, resulted in its stretching and eventual fracture. Multiple attempts to snare the remaining wire fragment were only partially successful and the cavemous carotid was inadvertently perforated causing a cc fistula. The pt was sent to ICU. Upon awakening from general anesthesia, left side weakeness was noted. After an angiographic test occlusion, it was decided to sacrifice the int. Carotid artery by deploying three 0.9cc balloons. During a follow-up with the physician on 09/13/1999, target was informed: "the access to the aneurysm was very tortuous; the pt's left side was very weak; as a result of the amount of heparin received. The previous week she developed a pseudoaneurysm in her right leg that was surgically resected, and got infected. She was still in the hospital.